Event description:
No new information.

Manufacturer narrative:
The complaint that the needle pierced the catheter could not be confirmed from the representative 22g insyte autoguard devices that were received in sealed unit packages. A visual examination and functional test revealed no damage or defects associated with the reported event. The affected units were not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Adverse effects (note precisely the terms used by the notifier): several users reported that when inserting the seal into the patient's vein, the needle pierced the catheter. 17-nov-2025 I have no further information beyond what I have already provided. 27-nov-2025 - response received 1.did the user attempt to retract the needle? If so, did the needle retract? No 2. Was there any impact on the patient or healthcare professional? Patient pain at the puncture site 3. How was the procedure completed? The healthcare professional had to reinsert the needle 4. As you indicated, ¿several users have reported¿ this problem. Could you confirm the number of patients affected and provide the respective dates of the events? Unable to provide dates, approximately 10